Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 220 mg/dl. The customer states that her battery had started dying within 4 days and today it turned off and will not power on. Advise to monitor the pump. The insulin pump will not be returned for analysis.